Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Per initial report the home pt pressed stop and disconnected their transfer set from the pt line of the homechoice set during therapy. When the home pt returned the paper towel they had under the homechoice machine "(right under the cassette door) was rather wet". Baxter's technical service center assisted the home pt in ending theapy early. No pt injury was indicated at the time of the initial report.